Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 30mm thoracic aortic dissection. It was reported that the patient presented with low blood pressure four days post procedure. The physician decided to explant the stent graft. Per the physician, the cause of the event was related to the valiant captivia that had fractured. Per the physician, the cause of the stent graft fracture was unknown. No additional clinical sequelae were reported and the patient is fine.